Manufacturer narrative:
A titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the titan touch device was revised due to not being well positioned due to an incorrect size.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the reason for the revision surgery was that the prosthesis was not well positioned due to an incorrect size being implanted.